Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced difficulty locking the connector into the pump, both with and without a cartridge in the chamber, until a new connector was used and the issue resolved. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Customer service provided troubleshooting and user re-education on replacing and reseating the connector and cartridge. Investigation of this case revealed a connector attachment failure at the pump interface that resolved with replacement, consistent with a connector or interface seating issue. It was concluded, based on established findings for similar reports, that the cause was user interface difficulty or a connector component issue that was mitigated by replacement.